Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, silicone migration, rupture.

Event description:
A healthcare professional reported rupture of the right device, free silicone and signs of intra and extracapsular rupture, and mammary and axillary right siliconomes. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, h6.

Event description:
A healthcare professional reported rupture of the right device, free silicone and signs of intra and extracapsular rupture, and mammary and axillary right siliconomes. The device has been explanted and replaced with a non allergan device.

Event description:
A healthcare professional reported rupture of the right device, free silicone and signs of intra and extracapsular rupture, and mammary and axillary right siliconomes. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Double capsule unable to confirm, as it is a medical event. Not related to the device. Silicone migration-ndr: unable to confirm, as it is a medical event. Not related to the device. Granuloma-ndr: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease flat observed, in the device. Wear abrasion observed, in the surface of the shell. No further actions are required, as the device was implanted.

Event description:
A healthcare professional reported, rupture of the right device. Free silicone and signs of intra and extracapsular rupture, and mammary and axillary right siliconomes. The device has been explanted and replaced with a non allergan device.